Event description:
As reported by the user facility: pump overinfused.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250ml/hr and 25ml were performed and tested in spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A space line was inserted and the infusion started with a rate of 10ml/h and a volume of 100ml at 10:52 pm. On the next day at 05:17 am the infusion was stopped by the customer. At this time, 64,07 ml has been infused. No other abnormalities were found. The complaint could not be confirmed. Information from the IFU: the drop sensor provides an additional safety function and is therefore particularly recommended in connection with low delivery rates (10ml/h).